Event description:
An (B)(6) facility alleged that their sterrad 100nx sterilizer "produced flames". There is no report of injury or harm. The facility removed the unit from use. It was stated that during boot up the (B)(4) system produced flames. There is no further information at this time. Additional information will be reported on a follow-up supplemental report.

Manufacturer narrative:
Unit manufactured (B)(6) 2010. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, failure mode effect analysis, system hazard use and misuse analysis and the health hazarad evaluation. The DHR (device history review) for sterrad® 100nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad® 100nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad® 100nx found there is not a significant trend. The fmea (failure mode effect analysis) relating to haze / oil mist issues was reviewed and the risk was acceptable. The shuma (system hazard use and misuse analysis) was reviewed. The adjusted risk was considered "broadly acceptable". The hhe (health hazard evaluation) was reviewed, the index was considered none/negligible. The assignable cause for the flames observed in the sterrad® 100nx unit is due to an elevated oil level which resulted in oil fumes which were most probably confused by the customer to be flames or smoke. An fse was replacing the atx and 24v power supplies on the unit during routine servicing. The fse placed too much oil in the oil chamber. When the unit was booted up the unit misted. The oil mist was mistakenly reported as flames. The customer returned the unit to asp for investigation. Upon draining and cleaning the oil to the correct limit, replacing the vaporizer assembly, recalibrating all pressure transducers, replacing the controller, the system performed per manufacturing specifications. Based on the risk and that there is no significant trend, no further action is required.